Event description:
New information received notes the implantable cardioverter defibrillator (ICD) was causing post paced t wave oversensing. Device was reprogrammed to resolve the issue. There were no adverse consequences to the patient.

Event description:
New information received notes the implantable cardioverter defibrillator (ICD) was causing post paced t wave oversensing. Device was not reprogrammed. There were no adverse consequences to the patient.

Event description:
It was reported that the patient presented to the clinic remotely on (B)(6)2022 for a follow-up. Review of the transmissions revealed that the implantable cardioverter defibrillator (ICD) was causing post paced t wave oversensing. The device was not reprogrammed but will be monitored. There were no adverse consequences to the patient.